Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed skin irritation at the implant site. Subsequently, the patient was treated with oral antibiotics (date not reported).